Manufacturer narrative:
Trackwise ID # (B)(4). Corrected section: g-1 contact office: corrected from "maquet (suzhou) co., ltd" to "maquet cardiovascular llc." Updated sections: g-4, g-7, h-2, h-10.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat I stabilizer. A thread is put on the suture holder of the access rail platform, and when the thread is taken out, the holder fixing part pops out. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h6-device codes changed to detachment. The device was returned to the factory on 11/18/2019. An investigation was conducted on 03/04/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. One suture holder one of the blades that was returned was observed to be detached from the device. The detached suture holder was not returned for evaluation. Based on the returned condition of the device, the reported failure "detachment of device or device component" is confirmed. The DHR , shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat I stabilizer. A thread is put on the suture holder of the access rail platform, and when the thread is taken out, the holder fixing part pops out. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer. A thread is put on the suture holder of the access rail platform, and when the thread is taken out, the holder fixing part pops out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.